Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent a gynecological/ anterior pelvic repair procedure in 2008 and the mesh was implanted due to pelvic vaginal organ prolapse and stress incontinence. After the surgery, the patient was treated with steroid injections for chronic pain, antibiotics and self-catheterization daily. The mesh remained in situ/place. It was also reported that the patient underwent a posterior pelvic repair in 2010. Additional information has been requested.